Event description:
According to the reporter, pre operatively, the handle display was showing it was out of uses but it still had lives. The product was called in for warranty status to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Visual inspection noted of the system logs showed evidence of multiple field programmable gate array (fpga) reset. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue was confirmed. The most likely cause was traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.